Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the returned lead demonstrated a rubbed through insulation at approx. 33 cm and 46 cm distal to the is-1 connector pin. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and a nearby lead and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited increased impedances from 420 ohms to 780 ohms. In (B)(6) 2014 the threshold was 1.4 v and recently, (B)(6) 2014, it went to 1.8 v and so the physician raised the voltage to 3.5 v and turned on rate smoothing. This patient with complete heart block was convinced that their heart rate was getting into 30s. Last (B)(6) , the patient had about 20,000 premature ventricular contractions. Boston scientific received information that this right ventricular lead exhibited high pacing threshold measurements. The lead was explanted and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.